Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 92 mg/dl and 188 mg/dl, 93 mg/dl and 190 mg/dl the comparisons were performed at different periods. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.